Manufacturer narrative:
Complaint information: on (B)(6) 2020, the customer reported that they had 2 power surges and when they booted up the cns, it would not load into the cns software and they would get a screen control monitor error disconnect. The product is a central monitor processing unit. The product ID is pu-681ra and the serial ID is 642. Investigation summary: the device warranty began on 07/28/2019 and the issue was reported after less than a year. The warranty valid up to 07/27/2021. The reported issue is not related to any non-conformance of nk product, the customer reported that their facility experienced 2 power surges after which their cns was not booting up into the software. The server closet was checked for potential switch related issues and then it was noticed that the power switch was turned off, once the switch was turned all, everything started to function normally, without any further issues. The root cause of the given information is determined to be user error, no deficiency of the cns or its design is found. No patient harm or injury was reported for the current issue. Risk assessment is not being performed as based on the given information, this issue is not suspected to be caused by a deficiency of the cns or its design. There were no further reported issues with the unit.

Event description:
The customer reported that their facility experienced 2 power surges after which their central nurse's station (cns) was not booting up into the software.

Manufacturer narrative:
The customer reported that their facility experienced 2 power surges after which their central nurse's station (cns) was not booting up into the software. The customer also reported that this cns was displaying a "screen control monitor error disconnect" error message. Nk ts advised the customer to check on their server closet for any potential switch related issues. This is when they noticed that the power switch was turned off. No further assistance needed. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their facility experienced 2 power surges after which their central nurse's station (cns) was not booting up into the software.